Manufacturer narrative:
Information received from the hospital states "regarding intra-procedural bradycardic event during microwave ablation of hepatic lesion. There is no evidence to support that bradycardia is/was related to thermal ablation produced by microwave probe. Patient was discharged home without incident and a consult was placed for outpatient cardiology follow-up." Device history record review did not show any issues with the antenna or the generator. Both met all specifications at the time of their release.

Manufacturer narrative:
Following resolution of the cardiac event, by the anesthesia md and crna, the patient was stabilized and the procedure continued as normal. The disposable device was discarded by the user and is not available for evaluation. Investigation into the relationship between the procedure and the cardiac event is currently in progress. Device history record review is also in progress. The results of the investigation and device history record review will be sent via a follow up report.

Event description:
(B)(6) clinical education specialist reported that upon arrival at the hospital, mtx generator was safety checked by biomed. Patient was placed on CT scanner and anesthesia was administered. Initial CT scans were obtained and mtx probe was placed. 45 seconds into the burn, patient went into asystole. Crna and anesthesia md assessed, gave appropriate meds and stabilized the patient. Procedure continued as normal.